Event description:
It was reported that an implanted neurostimulation system exhibited high impedances (avoid, 29240) with out of regulation messages, settings not available, and loss of stimulation. The patient did not feel any stimulation. Troubleshooting was performed with device reprogramming, including reprogramming to lower-impedance electrodes with pulse width set to 1,000 and amplitude around 8 ma; out of regulation messages were still observed. The issue was reported as ongoing and not resolved, and potential future lead replacement was discussed if the patient did not get relief. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.